Event description:
Adverse event(s): "posterior capsule tear" (capsular bag tear, posterior). Product problem(s): "no vacuum when footswitch activated" (aspiration issue). A nurse reported the system was not responding to the footswitch. The surgeon was depressing the footswitch and no vacuum seemed to be available. The surgeon switched to the I/a mode then suddenly the vacuum surged and a posterior capsule tear occurred. The surgeon performed an anterior vitrectomy and the system functioned fine. The surgery was completed and the iol was implanted. The surgeon stated the pt was 20/200 post-operative with no edema noted. The surgeon expects the pt to make a full recovery.

Manufacturer narrative:
The company service rep examined the system and could not confirm the problem reported. The footswitch was tested and no problems were found. The system was then tested and met all product specifications. (B)(4)